Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys hcg test system results for one patient sample. The initial result was 167.7 iu/l with a data flag and the repeat result was 54.04 iu/l. The repeat result was reported outside of the laboratory and was questioned. On (B)(6) 2018, the sample was repeated with a result of 0.500 iu/l with a data flag. This result was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 248675. The expiration date was requested but was not provided. Calibration and quality control results were acceptable. A carry-over validation test was performed and was satisfactory with no carry-over seen. The investigation was unable to find a definitive root cause. The customer stated the air conditioning of the laboratory on the day in question was in trouble and the temperature in the laboratory was high.